Event description:
On (B)(6) 2012, the reporter contacted animas alleging that she changed the battery on (B)(4) 2012 and had to reboot the pump several times before the pump would power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): a review of the pump black box history indicated that power events had occurred. There was no damage found to the battery compartment or battery cap. The battery cap was secured and the pump powered on normally; the pump was exercised for 24 hours without any power issues. The pump was opened and there was no damage found to the power circuit. The issue was observed in the pump history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.